Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that experienced hypoglycemia. Customer's blood glucose level was 43 mg/dl. Customer husband found customer unconscious in the bedroom he started treating with sugar. Customer declined troubleshooting for low blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.